Event description:
It was reported that during a low anterior resection, there was post-operative leakage at day 5. During the original procedure the doughnut was perfect and the leak test ok. Reoperation was necessary to create a temporary colostomy.